Event description:
During a telephone conference call, a surgeon reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. No add'l complications and/or medical interventions were reported.

Manufacturer narrative:
The investigation into the anterior capsule tear reported by the surgeon has not yielded any add'l info to date. The system database, system optical coherence tomography (oct) recording, video display recording, and the operating room surgical video were unavailable for analysis as the patient was not identified. Additionally, it was reported by the surgeon that they used another technique other than the standard continuous curvilinear capsulorhexis (ccc) surgical technique to remove the capsulotomy disc. The cause(s) of the anterior capsule tear is unk. The catalys system operator manual contains a warning which states: "standard continuous curvilinear capsulorrhexis (ccc) surgical technique must be used for surgical removal of the capsulotomy disc. The capsulotomy may have residual uncut areas that should be completed by advancing the capsule through the incompletely cut area in a circumferential fashion, rather than pulling it radially. The user of improper capsulotomy disc removal technique may potentially cause or contribute to anterior capsule tear and/or a noncircular, irregularly shaped capsulotomy."